Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-01-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-01-31. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-01-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing power switching as they were walking or moving. The site also reported that one of the controller battery connectors are loose. All devices have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: failure analysis of a returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks surrounding power port 1 and power port 2. An internal visual inspection did not reveal fluid ingress. The observed hairline cracks are an additional observation not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additional products: brand name: heartware ventricular assist system controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial#: (B)(4). UDI #: (B)(4). Concomitant medical product: yes, return date: 11-oct-2019. Evaluated by MFR: yes. Dev rtn to MFR? Yes. Mfg date: 31-aug-2017, single use: no. Patient code(s): c50675 device code(s): c62971 FDA method code(s): 10, 4112. FDA results code(s): 180. FDA conclusion code(s): 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: three controllers ((B)(4)), four batteries ((B)(4)), and two controller ac adapters (cac017367, cac208023) were not returned for evaluation. No performance allegation was made against (B)(4). A review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the devices could not be performed as the devices were not returned for evaluation. As a result, the reported loose connector event could not be confirmed. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported power switching event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: heartware ventricular assist system battery. Battery / (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2018-01-31 UDI #: asku d10: no. Eval by MFR: yes. Mfg date: 2018-01-31 single use: no. Device code(s): c63030. FDA method code(s): 4114, 4112. FDA results code(s): 3213. FDA conclusion code(s): 12 battery, (B)(4). Eval by MFR: yes. FDA method code(s): 4114, 4112. FDA results code(s): 3213. FDA conclusion code(s): 12 battery, (B)(4). Eval by MFR: yes. FDA method code(s): 4114, 4112. FDA results code(s): 3213. FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an additional battery was involved in power switching.

Manufacturer narrative:
Product event summary: the battery (B)(6) was not returned for evaluation. No failure detected during log file analysis of this battery. Other devices involved in this event: d1: heartware ventricular assist system ¿battery d4: battery/(B)(6) / model #: 1650de / expiration date: 2018-01-31 UDI #: (B)(4) d10: no. H3: yes. H4: mfg date: 2017-01-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6 method code(s): 4112, 4114 h6 results code(s): 213 h6 conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two controllers and four batteries were returned for evaluation. One controller and one controller ac adapter were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of a returned controller and returned controller ac adapter revealed that they passed visual examination and functional testing. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. There is no evidence that the lubrication servicing was performed on the reported devices. Additional products: serial#: (B)(6). D10: yes, return date: 2019-12-10 dev rtn to MFR? Yes. H6: FDA method code(s): 10 serial#: (B)(6). D10: yes, return date: 2019-12-10 dev rtn to MFR? Yes. H6: FDA method code(s): 10 serial#: (B)(6). D10: yes, return date: 2019-12-10 dev rtn to MFR? Yes. H6: FDA method code(s): 10 serial#: (B)(6). D10: yes, return date: 2019-12-10 dev rtn to MFR? Yes h6: FDA method code(s): 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.